Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/3/2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the right breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed two tears (a and b) on the anterior view, measuring approximately a: 0.7cm and b: 0.5 cm. Microscopic examination of the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii and rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced right sided capsular contracture baker grade ii and rupture post procedure. As a result, patient underwent removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2020.